Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during powering up, the cardiosave intra-aortic balloon pump (iabp) had test code 6 failure. They switched the unit to another to provide therapy. There was no patient involvement.

Manufacturer narrative:
Additional information: e1 (B)(6). It was reported that at start-up, the cs300 intra-aortic balloon pump (iabp) alarmed and displayed error code 5 upon start-up. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported. Customer stated that upon turning unit on a test fail code 5 was displayed. Getinge field service engineer (fse) verified this, but in the log files every error code was listed. This happened before and I recalibrated the helium transducer and replaced the data settees per the service manual. The service manual states if error persists replace the main board. I replaced the main board and performed a complete system checkout. Unit passed all testing and was cleared for clinical use.